Event description:
Right knee revision. Anterior pain so the surgeon implanted a patella and switched liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Insufficient medical records were received for review with a clinical consultant. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
Right knee revision. Anterior pain so the surgeon implanted a patella and switched liner.